Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following information was provided: the logs show a sureform 45 stapler instrument (part #480445-06, lot #l15240618-0073) was installed on the system 6 times and fired 6 green sureform 45 reloads. On each install, the first clamp was successful. On installs 1-3, the firings were completed with no pauses for compression. On install 4, the firing was completed with 1 pause for compression. On install 5, the firing was completed with 3 pauses for compression. On install 6, the firing was completed with 2 pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. An image provided by the customer of the issue was reviewed by an isi clinical development engineer (cde). The cde noted that in the image, a piece of a stapler reload appears to be caught in the staple line. However, with this image, the root cause of the issue cannot be determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a piece of a green sureform 45 reload was incorporated into the staple line. The fragment was retrieved during the same procedure which was completed robotically. No errors were displayed by the system. No additional surgical procedures were required to retrieve the fragment.